Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, when trying to put the anvil into the oral side colon, the slit part of the anvil shaft was found to be opened. The procedure was completed with another device. There was no patient injury.